Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: bilateral patient. Litigation alleges that patient experienced pain, discomfort, and soreness, which affected patient's ability to walk, sleep, sit, and move. Additionally, it is alleged that patient has excessive levels of chromium and cobalt in the blood system. **update: 2/16/2012 plaintiff fact sheet received with part/lot information. This information does not change the investigational results. Update rec'd 7/17/2015: ppd with medical records received. Corrected doi and dor provided. Patient was revised to address pain, and elevated metal ion levels. Upon revision, alval, corrosion, osteolysis, fluid collection, and necrosis were noted. The sleeve and stem are now being added to the complaint. This complaint was updated on 07/21/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.